Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 38 x 2.75 promus premier select stent was deployed in the rca. While viewing the stent post deployment, a distal edge dissection was noted. Another promus premier select was deployed to cover the dissection and complete the procedure. No further patient complications were reported, and the patient was reported to be stable at the end of the procedure.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 38 x 2.75 promus premier select stent was deployed in the rca. While viewing the stent post deployment, a distal edge dissection was noted. Another promus premier select was deployed to cover the dissection and complete the procedure. No further patient complications were reported, and the patient was reported to be stable at the end of the procedure. It was further reported that the lesion was located in the moderately tortuous rca and was predilated with a balloon. The 38 x 2.75 promus premier select stent was fully deployed.